Event description:
It was reported that the patient presented for a routine pacemaker change. During the procedure the physician had difficulty removing an old lead from the old pacemaker's right ventricular port. The physician broke the old pacemaker's header to free the lead from the pacemaker's port. The pacemaker was exchanged. A new upgraded device was attached to the leads successfully. All measurements were stable. There was no harm to the patient. The patient was stable.

Manufacturer narrative:
The reported event of the physician had to break the header to free the right ventricular lead was not confirmed. Analysis revealed that because the epoxy header was broken into pieces some parts of the connector could be measured and found in specification while other parts of the connector were broken apart and could not be measured to verify if they were in specification. Blood accumulation inside the v-connector port was found and was the most likely cause of the lead becoming stuck but this cannot be confirmed as the cause since the connector was broken apart. The setscrew had been untightened and was not holding the lead. No device anomalies were found.